Event description:
New information indicated the lead was capped and replaced. Patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for a follow up where it was noted the lead had decreased sensing. The physician plans to replace the lead. Patient status was good at follow-up. No further information is available.